Event description:
During a pci, the guider was placed in the right coronary artery and when the cardiologist inserted the wire, it ended up going through one of the side holes and when I was retracted, a piece of the wire coating came off the wire. The wire and guider were removed as one unit from the pt.